Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and the patient experienced cardiac tamponade that required medication and prolonged hospitalization. During an afib procedure, the patient had a pressure drop and then it was observed that the patient had developed a pericardial effusion. The blood thinners (heparin) were reversed, and the patient was stabilized with blood pressure (bp) medication and was transferred to the critical care unit (ccu) for observation. There was no radiofrequency (rf) energy applied during the procedure (mapping only).